Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the cable was not functional because the connector sockets could not be connected to their counterparts. On the console connector several pins were bent and partially pushed in. On the opposite side, the handpiece connector was also damaged, contacts were partially pushed in. The assignable root cause was due to improper handling, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from the (B)(6) that during an unspecified surgical procedure it was observed that the power cable device did not work. The reporter stated the power cable was used with other handpiece devices but the devices would not work. It was reported that there was no delay in the procedure due to the event. It was not reported if a spare device was available for use. It was reported that there was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.